Manufacturer narrative:
This is 3 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cannula bent and insulin flow blocked alarm. The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: ifb. Document treatment for high bg: metformin, pump use other than insulin, indicate medications taken to treat diabetes: metformin document type of diabetes: type 2. The event involved product(s) mmt-342, mmt-441ag, mmt-342, mmt-441ag, mmt-1884, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was able to remove infusion set and identified the cannula was bent. Bent cannula customer reported slight bend/curve in cannula, which is normal as cannula is designed to be flexible. Insulin flow blocked alarm customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit tubing with manual push of reservoir plunger or reported greater than normal resistance. No further patient complications were reported. Mmt-342 was requested and customer response was the device will be returned. The customer will discontinue using the device. Mmt-441ag was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-342. No product return is required for mmt-441ag. No product return is required for mmt-1884. No product return is required for mmt-7040a. The customer will continue using the device.